Event description:
It was reported by the sales rep during a breast biopsy procedure, the user deployed the device with no difficulties noted. When removing the device from the biopsy probe, the tip of the applicator sheared off and was left in the pt. At this time, there are no plans to remove the tip and pt is doing well with no consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device will not be returned for investigation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As mitigation step to address this risk, we provide contraindication language and instruction within the instruction for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.